Event description:
Date PICC placed (B)(6) 2022. Date of product experience (B)(6)22. Sku# 384539. Lot# 11405477. Describe event. 26g l-cath midline started leaking. After breaking down the dressing and flushing the line, there was noticeable leak/crack in the hub of the catheter. It had to be removed. The neonate was a very difficult stick and it took multiple attempts to get the line placed any harm to patient? None mentioned in incident filed if so, please describe. Was a new piv placed for completion of prescribed therapy? Was a new PICC placed for completion of prescribed therapy? Did not state in incident report but some line would have needed to be placed the was an infant in the nicu. Is product available for return? Yes.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. CAPA 2021-039 was initiated to address this issue and is currently in the implementation phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
O date PICC placed. 5/13/22. O date of product experience. 5/13/22. O sku# 384539. O lot# 11405477. O describe event. 26g l-cath midline started leaking. After breaking down the dressing and flushing the line, there was noticeable leak/crack in the hub of the catheter. It had to be removed. The neonate was a very difficult stick and it took multiple attempts to get the line placed. O any harm to patient? None mentioned in incident filed. ¿ if so, please describe. O was a new piv placed for completion of prescribed therapy? O was a new PICC placed for completion of prescribed therapy? Did not state in incident report but some line would have needed to be placed the was an infant in the nicu. O is product available for return? Yes.